Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was not confirmed as key components were not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement of a proglide device was attempted in a common femoral artery using the preclose technique. The arteriotomy was 6f. Reportedly, a cuff miss occurred. The device was removed and the sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 18f for the tavi procedure. When the tavi procedure was completed, the successfully pre-placed sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.